Event description:
It was reported that pump experienced malfunction alarm, identified by caller as malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, malfunction did not recur after reset, and technical support advised that pump use could continue and instructed caller to contact support again if any further malfunction alarms occurred.